Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture and possible lead fracture. It was further reported that the right ventricular (rv) lead exhibited high thresholds, possible lead fracture and mode switch. Both leads were reprogrammed off and later replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.